Event description:
Customer reported having symptoms of "high blood sugar, thirst, urinating a lot and pain" as a result of receiving an ER-4 message upon test strip insertion. Customer self-presented to the hospital where she was diagnosed with hyperglycemia and dka. Customer self-treated with water. It is unknown what treatment may have been rendered at the hospital. Two, unsuccessful, attempts to contact the customer have been made to gather additional information.there was no report of death, permanent impairment or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.